Event description:
The event is reported as: the applier would not release clips when the clip was placed on the vessel. A new applier had to be used to complete the surgery. No pt consequence reported.

Manufacturer narrative:
The sample has not been returned to MFR in time for this report. The results of the investigation are not available at the time of this report. A f/u report will be submitted upon completion of the investigation.